Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿intermittent image¿ issue could not be reproduced. No problem was found with either the processor or the light source device. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and no issues were found with the image. The unit successfully passed all functional tests. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image on his olympus evis exera iii video system center was intermittently cutting out during a colonoscopy procedure. According to the initial reporter, the subject device was inspected prior to use with no abnormalities reported. Reportedly, the intermittent image was not present enough to impact the patient¿s overall outcome.